Event description:
It was reported the procedure was to treat a mildly calcified left anterior descending artery. The balance middleweight guide wire was advanced to the lesion: however, the middle portion of the guide wire separated inside the guiding catheter. The guiding catheter and proximal end of the guide wire were removed together. The separated portion was removed with a snare device and the procedure was stopped. There were no adverse patient effects. There was a significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual and functional inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Sem analysis was performed on the guide wire and the results suggest that the guide wire failure may be attributed to ductile overload at a bend. Based on the reviewed information, no product deficiency was identified.